Event description:
It was reported that a pta balloon dilatation catheter had a crack at the distal end of the catheter in the area of the balloon. There was no injury to the pt.

Manufacturer narrative:
The lot met all release criteria, meaning that no issues were noted during the manufacturing process or quality control inspection. The complaint sample was returned for eval. A shaft break was noted on the catheter on the proximal balloon and shaft joint connection. The break was fully circumferential and the two pieces were being held together by the inflation/deflation lumens. No kinks or other anomalies were noted on the returned shaft. The complaint is confirmed for a shaft break. Appropriate corrective action will be implemented. The current IFU (information for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guide wire/introducer sheath as a single unit.